Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially it was reported that a surgeon implanted the incorrect lens, toric monofocal model zct100 28.0 diopter, because the package was not clear. The zct100 lens was later explanted and replaced with a toric multifocal lens, model model zxt100 28.0 diopter. The incorrect lens was implanted due to an ordering issue. The explanted lens is not available for return. No additional information was provided.